Event description:
Boston scientific received information that a latitude red alert was generated from this lead due to low sensing measurements. R-wave measurements at implant were 10mv and are currently 1.5mv. Additionally, there is no capture at maximum device output and lead dislodgement is suspected. Atrial noise was also noted and the patient was short of breath, possibly due to loss of av synchrony. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observations with the caller. It was reported that since the patient has good intrinsic conduction, the physician elected to reprogram the device to ddi-45ppm. No other adverse events have been reported. This product issue will be updated if additional information is received.